Event description:
It was reported that during a full supply change the pump¿s touchscreen did not reliably register press-and-hold inputs, which led the user to select an unintended option and required a device restart to proceed; after restart, inputs remained intermittently difficult but the user was able to continue and resume insulin delivery, and no screen cracks were observed. Symptoms included device interaction difficulty without clinical symptoms. Outcomes included no interruption in therapy beyond the troubleshooting period and no medical intervention or hospitalization. Investigation included remote troubleshooting and user coaching through a restart and continuation of the procedure. Investigation of this case revealed an intermittently unresponsive touchscreen consistent with a suspected user interface or display input issue, with no visible physical damage reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending recurrence and additional evidence.